Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient had vascular deformation. During the implanting procedure, the patient experienced pericardial effusion from a vein dissection. The physician abandoned the implant procedure. The guidewire and catheter used in the procedure were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.